Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 10mls of juvéderm® volux®. 30 days later, facial swelling occurred. Patient took cefadroxil orally for 5 days and situation initially improved. The facial swelling started again though roughly 30 days later. A blood test was conducted which showed elevated c protein reaction. Intravenous infusion of cefuroxime sodium (0.75g) was given twice daily for a week and symptoms fully recovered.